Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the left ventricular lead exhibited high pacing impedance and high capture threshold. The patient was seen in the clinic on (B)(6) 2018 and programming changes were made. The patient was stable before, during, and after and would continue to be monitored.